Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/04/2021. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Events reported in 2210968-2021-00315 and 2210968-2021-00316. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what do you mean by 2 wires, do you mean the sutures broke during the intra op procedure? What tissue was being approximated or sutured when it broke? Please clarify how the procedure was completed. Were there any patient consequences? What is the patient condition? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an neurosurgery procedure on (B)(6) 2020 and the suture was used. During surgery, the wire was used and broke. There were no adverse patient consequences reported.